Manufacturer narrative:
The investigation for the reported optical signal issue, purge pressure, and purge flow has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Data log shows the placement signal was not reliable, with an alarm on (B)(6) for about 11 minutes. Data logs for purge pressure shows approximately a 3-day gradual increase in purge pressure, with no recorded motor current spike during the case run. The pump flow and motor current were also seen to gradually increase during the purge pressure rise event. Data log also show an air in purge alarm accompanied by a drop in purge flow. The issue was resolved after a successful de-airing procedure. The cause of the optical signal issue was most likely related to an air gap caused by unintentional user error, based on data log review. The cause of the high or saturated pump flow and purge pressure was most likely related to biomaterial buildup, based on data log review. The cause of the air in purge alarm was not determined, as the product was not returned for investigation and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported a patient was on impella 5.5 support for cardiomyopathy. Placement signal not reliable popped up briefly, but then returned to normal/self-resolved. The nurse checked the cable and it appeared fine. The left ventricle signal was significantly higher than the aorta placement signal, and flows for given p-levels were significantly higher than expected. There was a noted drop in purge flow and an increase in mean motor current. After further investigation, it seemed that the pump was heading towards ¿pump saturation¿.